Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported that the insulin pump's screen was damaged and difficult to read. The caller reported that the damage may have been caused by moisture. Blood glucose level at the time of the incident was not provided. Troubleshooting was not performed as the caller did not have access to the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratched reservoir tube window.